Event description:
The tip of the vulcan peripheral guide wire fractured in the dorsalis pedis during a procedure. The fragment was removed using a snare. The patient did not encounter any adverse events.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report. (B)(4).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The tip of the vulcan peripheral guide wire fractured in the dorsalis pedis during a procedure. The fragment was removed using a snare. The patient did not encounter any adverse events.